Event description:
Resident was being put back to bed with leased lift described below when the pin holding the sling gave way. Resident fell from height of 3 to 4 feet to floor landing on her back, hitting the back of her head and her right elbow. On 3/17/94 transported immediately to ER for evaluation. On 3/23/94 resident has had no serious effect from incident. Defective lift removed stat by rental co.